Event description:
It was reported that the tube is loose from the joint. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed some use residue on the returned sample. No breaks were observed in the catheter; however, when the sample was flushed with a 12 ml syringe of water and a spraying leak was observed between the 11 cm and 12 cm depth markers, and many additional, smaller leaks were observed between the 8 cm and 10 cm depth markers. A microscopic observation revealed several very small splits in the catheter. The exact cause of the splits in the returned catheter could not be determined from the evidence found on the returned sample. Possible causes of the observed damage include damage due to withdrawal of the stiffening stylet prior to flushing the catheter, damage due to excessive manipulation of the stylet and/or catheter, and instrument damage. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tube is loose from the joint. No other information was provided.